Manufacturer narrative:
This follow-up report is being filed to relay that this report is a duplicate of 1825034-2015-03669.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "postoperative bone fracture and pain."

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6), 2015 due to a malpositioned acetabular cup, pain and wear of the acetabular liner. The modular head, acetabular cup and liner were removed and replaced.